Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory channel pc board, pressure transducer pc boards and safety valve pull magnet was replaced and the ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and the replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).